Event description:
Reportedly, a reddened open area around the umbilicus or port site resulted from the excessive pressure applied to the device during surgery. Procedure: lap appendectomy. Pt status: no pt injury reported.

Manufacturer narrative:
Contacted orn, who stated that the abrasion at the port site was a result of excessive pressure applied to the device during surgery. A review of historical data has shown this reported condition to be absent and unrelated to the use of the device.